Event description:
The customer stated that the insulin pump had a blank display. Troubleshooting was performed and the display remained blank. The customer also stated that the insulin pump was dropped and is missing the entire bottom portion. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to a cracked liquid crystal display glass. Damage was also found on most components of the interface board.